Manufacturer narrative:
During testing, the ground prong of the ac power cord plug was found to be broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the ground prong of the ac power cord was broken.